Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
The device was received with paperwork indicating "no auditory reaction". No info had been received prior to the pt's explantation in 2008. No reimplantation plans were reported at the time of this report was filed, 07/24/08.